Event description:
Bd precisionglide needle 19g x1tw (1.1 mmx 25 mm) product - multiple needles packaged incomplete. One package containing only needle cap without the needle itself. Other packages reported, but not kept by pharmacy technicians as packages with neither needle nor caps. Packages are still sealed. FDA safety report # (B)(4).